Manufacturer narrative:
Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2005, d224trk, ICD, implanted: (B)(6) 2014.

Event description:
It was reported that the device indicated elective replacement (eri) early. It was also reported that the left ventricular lead threshold was high. The device was explanted and replaced, and the lead was capped and not replaced because the new device implanted was a dual-chamber device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed. Analysis indicated the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.